Event description:
The customer reported that while the unit was in use on a patient, they set the unit to trigger with a 1:1 ratio on electrocardiogram, but the unit was triggering at 2:1 ratio. The patient was switched to another unit and therapy was continued. No patient injury was reported.